Manufacturer narrative:
The root cause category is non-assignable. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is not a trend identified for the subclass of adverse event for menstrual products. There is not a trend identified for the subclass of adverse event for menstrual products, refer to attachment adverse event menstrual jan2016 - jan2019 trending graph. Adverse events for burns show peaks in november and dec2018. Thermacare burn rate surveillance was included in management review on 23jan2019. In the most recent 6 month period (jun-dec2018), an increase in % burn reports follows upward trend of total sales. However, cases/million wraps continues to be very stable at 3.61 less than maximum [<10]. No trend; the burn rate is within ppm.

Event description:
Event verbatim [preferred term] it blistered my skin in 3 places [blister] , . Case narrative:this is a spontaneous report from a contactable consumer (patient). A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare menstrual) from an unspecified date at an unspecified frequency for an unspecified indication. Lot number was not reported. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient used one of heating pads and it blistered his/her skin in 3 places on an unspecified date. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is not a trend identified for the subclass of adverse event for menstrual products. There is not a trend identified for the subclass of adverse event for menstrual products, refer to attachment adverse event menstrual jan2016 - jan2019 trending graph. Adverse events for burns show peaks in november and dec2018. Thermacare burn rate surveillance was included in management review on 23jan2019. In the most recent 6 month period (jun-dec2018), an increase in % burn reports follows upward trend of total sales. However, cases/million wraps continues to be very stable at 3.61 less than maximum [<10]. No trend; the burn rate is within ppm. Follow-up (22feb2019): new information received from product quality complaint group included: investigation results. Follow-up (27mar2019): follow-up attempts are completed. No further information is expected. Follow-up (30dec2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment based on the information provided, the event of "used one of heating pads and it blistered his/her skin in 3 places" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. There is not a trend identified for the subclass of adverse event for menstrual products. No further investigations or actions is suggested at this time., comment: based on the information provided, the event of "used one of heating pads and it blistered his/her skin in 3 places" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. There is not a trend identified for the subclass of adverse event for menstrual products. No further investigations or actions is suggested at this time.